Event description:
It was reported that a renasys touch device failed to suction. The problem was noticed immediately after the pump stopped suctioning but no back-up was available.

Manufacturer narrative:
H3, h6: the device, used in treatment, has not been returned for evaluation. Without this we are unable to establish a relationship between the reported event and the device. If device is received at a future date, this investigation will be revisited. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported events has been reviewed, revealing further instances which are being monitored to determine if additional actions are required. Suction failure could occur when there is misalignment or a physical blockage at the softport to dressing interface. It is possible in certain situations suction failure can also occur as a result of an insufficient seal on the dressing. We have been unable to determine a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.